Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional leak test was performed by filling the bladder with colored water and closing the luer. No evidence of a leak was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection at the luer adapter of a small volume infusor during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.